Manufacturer narrative:
H6 evaluation codes: component code; type of investigation; investigation findings; investigation conclusion. Investigation summary: a review of the device history record could not be conducted because a lot number was not provided. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A physical sample was not returned for evaluation however, one picture was provided. After performing a visual inspection of the photo, it appears the tube was trapping in the package seal. Trapping in the seal could cause occlusion or shearing of the tube. The reported issue was confirmed. As part of continuous improvements, a corrective and preventative action has been opened in order to address this type of failure though a more robust investigation. Any actions will be designed to prevent the reoccurrence of the reported condition.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Per patient one of the tubes was crimped and its restraining or blocking the flow of the fluid. There was no patient harm reported.